Event description:
It was reported that the customer was waking up with low blood glucose levels. The insulin pump was uploaded to carelink, and found that the insulin pump had delivered some boluses of 17 units during the night. The customer stated that he did not program those boluses at those times. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.